Event description:
I used renu & renu w/ moisture loc contact lens saline solution from 09/01/2002 through 09/15/2006. I had hospital & doctor visits at this time to figure out the infection in my right eye. I was finally diagnosed with fusarium/fungal keratitis. I have not been able to wear contacts and I am currently taking anti-fungal drops/medicine. I have permanent corneal scarring and I am still experiencing pain & discomfort. My vision has been impaired. This diagnosis also greatly affected my career. I was out several months in the beginning of the infection. When I returned I was unable to wear contacts and my vision negatively affected my game. The pain and discomfort continues to pose a problem as I am attempting to finish my last season and school year. Unfortunately I had to miss many classes, tests, and exams in this process and it was extremely difficult to make every thing up without faltering with my grades.